Event description:
When performing IV insertion on pt, I checked 24 gauge catheter before inserting into skin and noticed that once advanced, the catheter was split in half and needed to be removed from pt, thus resulting in a second IV insertion.